Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicating that the battery voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault is valid and that the device battery diagnostic showed a rapid, steady and discharge consistent with a device anomaly. A device replacement was recommended. To date, this device remains in ser vice. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicating that the battery voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault is valid and that the device battery diagnostic showed a rapid, steady and discharge consistent with a device anomaly. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.